Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle would not grab the trial femur. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were complaint sample was evaluated and the reported event was not confirmed. Visual evaluation of the returned device shows signs of repeated use. Technician also performed functional check with mating components and confirmed that the instrument functioned as intended. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. It was noted that the instrument was mating with the femoral implant during functional testing performed by zimmer biomet technicians. However, based on the information from the reporter, it is unknown why the instrument didn't function as intended during the customer use. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.